Manufacturer narrative:
Summary of event: as reported, while opening the sterile package, prior to use for an unknown procedure, the mandril was found to be protruding from an amplatz extra-stiff support wire guide. Per the reporter, approximately one millimeter of the mandril was exposed at the "front end" of the wire. The procedure was completed using another new device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, documentation, specifications, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One prior to use wire guide was returned to cook for investigation. Physical examination of the returned device showed at approximately 4.2 centimeters from the distal tip, a wire is exposed and exiting from in between the coils. A document-based investigation evaluation was performed. No related non-conformance's were found, and there have been no other reported complaints for this lot number. The product IFU instructs the user ¿upon removal from package, inspect the product to ensure no damage has occurred." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause could not be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, while opening the sterile package, prior to use for an unknown procedure, the mandril was found to be protruding from an amplatz extra-stiff support wire guide. Per the reporter, approximately one millimeter of the mandril was exposed at the "front end" of the wire. The procedure was completed using another new device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). G4: PMA/510(k) number = k171764 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.